Event description:
The consumer reported that they had a lot of pain at the implant site. They can't straighten their back on the right side and had shooting pain down their leg. Their stimulation was currently turned off. The pain was reported to have started two days prior to the report. It was reported that the stimulation was turned off because the therapy wasn't working anymore. The healthcare professional (hcp) reported that the patient first started experiencing the loss of therapy during raving severe muscle spasms. No trouble shooting was performed as the pain was related to the spasms. No actions or interventions were performed to resolve the implant site pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.